Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a representative on (B)(6) 2020 reporting that the representative would be coaching the patient through the on-screen instructions for charging and reprogramming on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient reported 2 days ago controller showed rm04 message. Today the controller showed no device found screen. Patient stated earlier today he was charging and it stated excellent quality for 4 hours. Pss reviewed how to do a prm. Patient tried several cycles on the call and was not able to go to a normal charging screen. Patient will continue trying and will follow up with hcp if it does not get resolved. Patient mentioned the charge would last 2-3 days and now he got less than 24 hours for a while. Pss reviewed how to do a prm. Patient tried several cycles on the call and was not able to go to a normal charging screen. Patient would continue trying and will follow up with hcp if it does not get resolved. Patient mentioned the charge would last 2-3 days and now he got less than 24 hours for a while. Patient stated he figured it was normal. Patient stated he was at 4.0. Patient reported he had a-fib and ablation. Additional information was received from the rep who reported the patient was charging on a daily basis. Rep reported patient was doing a passive recharge. No device found was reported. No further complications were reported/anticipated.